Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the left ventricular lead exhibited loss of capture. A fluoroscopy was performed, and it was noted that the lead dislodged. The lead was explanted and replaced. The patient remained stable throughout the procedure and resting comfortably prior to discharge from facility.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.